Event description:
During troubleshooting of a check lines & bags alarm that appeared on the homechoice (hc) display during priming, the home patient (hp) revealed that the final bag was in a drawer and the line had bubbles in it. The technical service representative (tsr) advised the hp to remove the bag from the drawer and place on a flat surface. Alarm repeated, so the tsr assisted the hp to end the setup and advised to start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and a cause was not identified.